Event description:
A malfunction was reported on the pump. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by technical support to reset the pump, and the issue did not recur. The customer was advised to continue using the pump and to contact support if the malfunction reappeared, which they acknowledged and understood. No additional information was provided regarding the outcome of the event.